Manufacturer narrative:
The reported event of guidewire failure to advance was confirmed. A complete lead was returned in one piece with stylet stuck inside the lead. Visual inspection of the lead found the inner coil and the ptfe coating bunched up at the connector region. Electrical testing was normal with no anomalies found. The lead was measured within specifications. The lead was damaged during analysis. The cause of the reported event was due to bunching of inner coil and ptfe coating of the stylet at the connector region that prevented the advance/removal of the guidewire.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance in the left ventricular (lv) lead. The lv lead was not used. The procedure was aborted due to the patient¿s condition. The patient remained in stable condition.